Event description:
The customer reported that there was a temp sensor failure on boot up. They were getting an error housing temp sensor failure.

Manufacturer narrative:
The ge service rep repaired the open wires in the hv cable. The system functions as intended.